Manufacturer narrative:
Implanted, product ID 748925, lot#, serial# (B)(4), 2004 (B)(6) explanted, product typ: extension, product ID 748925, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product typ: extension, product ID 389133, lot# j0406062v, serial#, implanted: 2004 (B)(6), explanted, product typ: lead, product ID 389133, lot# j0405955v, serial#, implanted: 2004 (B)(6), explanted, product typ: lead, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product typ: recharger, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient (B)(4).

Event description:
It was reported stimulation in the wrong location. The patient indicated that the leads had migrated and she no longer feels stimulation in her back. Additional information has been requested, but was not available as of the date of this report.